Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the stago compact max analyzer using neoplastine reagent. (B)(6). The patient¿s therapeutic range is 2.5 ¿ 3.5 inr. He normally tests weekly, but he has recently had to test every 3 days due to recent results.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The alleged test strips (lots: 54145321 and 52333121) have not been received at this time. If the product is returned in the future, a follow up report will be submitted. The patient's meter was returned with test strip lot: 56561322 with an expiration date of 31-may-2023. (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The imdrf new eval method and new eval conclusion codes were updated. The patient was taking antibiotics. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." The investigation did not identify a product problem. The cause of the event could not be determined.